Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial#(B)(4), implanted: 2008 (B)(6); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was premature depletion. The device was still implanted but was out of service and would be replaced in the future. No diagnostic testing or troubleshooting was performed or required. The product issue was not resolved but the cause was determined to be multiple overdischarges. The patient had not had a successful recharge in the past year and a half prior to the date of this report. The patient was in the clinic on (B)(6) 2014 to evaluate the device. A trickle charge was performed and they were able to initiate a normal recharge session so patient was sent home to charge. The patient was then in the clinic on (B)(6) 2014 to have device reset and they were unable to connect to the device. The patient had gone home and recharged for 3 hours on (B)(6) 2014 and there had been a full charge at the end. There was no charge at the time of appointment on (B)(6) 2014. 3 trickle charges had already been performed. It was recommended that the device be replaced with a non-rechargeable. Patient was alive with no injury. Symptoms associated with the event were normal pain pattern returned with loss of therapy. Additional information received reported there was no information on the first or second overdischarges. These had occurred 2 years prior to the date of this report. The patient had not charged for over a year and half prior to the date of this report. The battery did not hold a charge after the last trickle charge. Patient had charged fully and the next day was in overdischarge again. They were unable to access any other programming parameters and it was unknown if the battery was set on cycling mode. Additional information received reported that the replacement surgery had not been scheduled.